Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error during the prime process. The patient's blood glucose at the time of incident was 126 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer was able to manually prime the tubing. The pump was not exposed to an MRI or high magnetic field. However, the pump alarmed motor error while trying to deliver a 5-unit fill cannula. There was also a motor position encoder error alarm in the pump's alarm history. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.